Event description:
It was reported that the device fails accuracy during testing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: product is beyond a year from manufacture date of 2022-01 and there was no indication of a manufacturing defect during the investigation, so a DHR (device history record) review was not performed. A service history review identified this device has not been in for service previously. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found tamper sticker removed. Functional testing found the reported complaint was not verified. Running three accuracy tests, the pump was found to be within manufacturing specifications. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).